Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was currently hospitalized due to a blood glucose level of 20 mg/dl. The caller reported that the customer was in pain prior to the incident occurring. Troubleshooting was not performed at the time of the call, the customer reported that she would call back later. The insulin pump was not replaced or returned for analysis.